Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 20ga x 1.16in. Insyte autoguard bc unit from lot number 4162534. Additionally, one photo was provided. A gross visual inspection was performed on the physical sample and discovered that the unit was already retracted with the adapter and the needle cover separated from the unit. The adapter appeared stuck inside the needle cover. The adapter appeared misoriented, resulting in the tab contacting the spline of the inside of the needle cover. This can cause the adapter to get stuck and removed with the needle cover. Your reported issue was confirmed. Although your reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing, the needle cover or catheter adapter may be misoriented. Additionally, during removal of the needle cover it is possible that the clinician attempted to place the needle cover back onto the unit misoriented, resulting in the catheter adapter getting lodged in the cover. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard catheter releases prematurely. The following information was provided by the initial reporter: when the catheter was removed, the soft needle got stuck and separated from the hard needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.